Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that device difficult remove occurred. The target lesion was located in the internal carotid artery (stenosis of c1 segment of right internal carotid artery). A 190 cm filterwire was selected for use. During the procedure, the physician noted significant resistance while retracting the filterwire. The filterwire was then smoothly inserted into the body along the long sheath and advanced to the lesion site. The filterwire was slowly delivered to the distal end of the c2 segment to prepare for deployment, however, it was found that the filterwire body could not expand all the time, and repeated attempts failed. The delivery sheath was subsequently withdrawn from the body, and the delivery guidewire was advanced externally. After repeated advancing of the delivery guide wire, the filterwire body was finally pushed out and the physician use the recovery sheath to deploy the filterwire. The filterwire was inserted into the recovery sheath, which was advanced to the y-valve for delivery. Although the device was positioned, the filterwire body still did not expand, and the recovery sheath could not be withdrawn. The recovery sheath and filterwire were removed together from the body and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that device difficult remove occurred. The target lesion was located in the internal carotid artery (stenosis of c1 segment of right internal carotid artery). A 190 cm filterwire was selected for use. During the procedure, the physician noted significant resistance while retracting the filterwire. The filterwire was then smoothly inserted into the body along the long sheath and advanced to the lesion site. The filterwire was slowly delivered to the distal end of the c2 segment to prepare for deployment, however, it was found that the filterwire body could not expand all the time, and repeated attempts failed. The delivery sheath was subsequently withdrawn from the body, and the delivery guidewire was advanced externally. After repeated advancing of the delivery guide wire, the filterwire body was finally pushed out and the physician use the recovery sheath to deploy the filterwire. The filterwire was inserted into the recovery sheath, which was advanced to the y-valve for delivery. Although the device was positioned, the filterwire body still did not expand, and the recovery sheath could not be withdrawn. The recovery sheath and filterwire were removed together from the body and the procedure was completed with another of the same device. There were no patient complications as a result of this event.